Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a controller board issue. A field service engineer replaced the retractor band, replaced the module controller and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pocket was not detected on the communication bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.